Event description:
According to the reporter, during a laparoscopic radical surgery for gastric cancer, the device was unable to fire. The physician was unable to squeeze the handle. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.